Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After two synergy¿ drug-eluting stents were deployed, a 2.25 x 16 synergy¿ drug-eluting stent was advanced; however, the device failed to cross the lesion and the tip of the stent struts was damaged. The procedure was completed with another 2.25 x 16 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After two synergy¿ drug-eluting stents were deployed, a 2.25 x 16 synergy¿ drug-eluting stent was advanced; however, the device failed to cross the lesion and the tip of the stent struts was damaged. The procedure was completed with another 2.25 x 16 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.